Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was partially blind and had inadvertently changed the basal rate in the personal profile to 7 units/hr resulting in too much insulin being delivered. Customer¿s blood glucose (bg) lowered to 22 mg/dl. Customer went to the emergency room (ER) and was administered glucose gel, sugar and food. The customer did not disconnect from the pump. The customer left the ER in stable condition. However, returned to the ER later that day with a bg of 44 mg/dl. Customer was given glucose gel, sugar and food. Customer was disconnected from the pump. Customer left the ER a few hours later with a bg of 258 mg/dl and in stable condition.